Event description:
It was reported that during a hernia repair procedure, the staples would not release. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary. The analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld, in addition, the lifter spring was found damaged. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.